Event description:
The complaint source reported that during a knee revision surgery performed on (B)(6) 2026 the physica kr tibia component and inlay were revised, due to loosening. Product codes and lot numbers are unknown. Event occurred in germany.

Manufacturer narrative:
No review of manufacturing records for complained parts can be performed either since lot number/product information is unknown. A final report will be submitted after the investigation is completed.